Manufacturer narrative:
Carl zeiss was unable to inspect the defective power cord and verify the reported issue as the health care professional (hcp) declined a service visit. Further updates based on MFR evaluation: date of report: corrected from "04/12/2017" to "03/14/2017". Date rec'd by MFR: updated from "3/14/2017" to "9/15/2017" for follow up. Type of report: updated from "initial" to "follow-up #: 1". If follow up, what type?: entered "correction" and "additional information". Device evaluated by MFR: updated from "device evaluation anticipated, but not yet begun" to "other: user declined device evaluation." (B)(4).

Event description:
This is case two of two reported from the same customer site. The health care professional (hcp) reported that, the site's technician was plugging the opmi 1 microscope on s1 stand into the power outlet. She received an electric shock when she accidently touched the exposed wire of the pre-damaged power cord (near the connector). The technician was not injured from the event. She did not consult a physician nor did she require any medical treatment.